Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. It was reported that a request was made to have data from this device analyzed. Data analysis results are still pending. Device has not been implanted. No adverse patient effects were reported. Additional information indicated that the data analysis showed the device is consistent with low battery voltage due to low temperature exposure. This cardiac resynchronization therapy pacemaker (crt-p) was cleared for implant. Hence, this event is deemed nonreportable.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. It was reported that a request was made to have data from this device analyzed. Data analysis results are still pending. Device has not been implanted. No adverse patient effects were reported.